Event description:
It is reported that the patient is experiencing a possible nickel allergy.

Manufacturer narrative:
Evaluation summary: it was verified that the femoral and tibial components were made of tivanium and do not contain nickel. These products were suitable for use with the patient's known nickel allergy. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of x-rays and/or product or further information. The device history records were reviewed and found conforming. A product history search identified no other complaints for the part and lot combination of the femoral component. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.